Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states that aseptic osteolysis was noted under the tibial plate at the origin of a trim under the prosthesis without notable loosening. No medical records of reports were provided to confirm this. Notification was received stating that no further information or return of product is available. A review of manufacturing records and complaints database search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Aseptic osteolysis under the tibial plate at the origin of a trim under the prosthesis without notable loosening.

Manufacturer narrative:
The complaint states that aseptic osteolysis was noted under the tibial plate at the origin of a trim under the prosthesis without notable loosening. No medical records of reports were provided to confirm this. Notification was received stating that no further information or return of product is available. A review of manufacturing records and complaints database search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.